Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not in its optimum position and the right atrial (ra) lead had dislodged with perforation to the lateral wall. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.